Event description:
It was reported, the patient had a replacement due to a 3rd overdischarge. The patient¿s pocket site had been painful for a while (probably a couple months). The battery was easily able to be moved within the pocket. He had let the battery die 2 or 3 times. This did not seem to be due to difficulty charging. It seemed to always be associated with his being away and not having his recharger with him. The patient did not know it could not be restarted indefinitely. His last attempt at recharging was about a month ago. When the implantable neurostimulator (ins) pocket was opened the 0-7 electrode was disconnected from the battery. The doctor was not sure if he accidently disconnected it as he was removing the battery or if it had been that way. There was no report of loss of stimulation prior to the last overdischarge. The battery was replaced and the patient had complete coverage. The battery would be returned for analysis. Upon follow-up, there was no further information about the patient. The device was sent to pathology as per the hospital protocol and would be returned when pathology released it. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), product type extension; product ID 3708120, serial # (B)(4), product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65; serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754; serial # (B)(4), product type recharger. Analysis of the ins, serial # (B)(4), found the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 36. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2001. The device was recharged for 41 minutes and the battery charged from 3.320v to 3.305v. The battery discharged to the lock mode on (B)(6) 2001; the total therapy loss count is 7. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2013. Analysis of the extension, serial # (B)(4), found that the conductor on the proximal end was broken. The #4 wire was broken at the distal end of the zero connector sleeve.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 9286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).